Event description:
Patient pregnant, at 39 weeks gestation, labor augmented with pitocin, has been at 5 cm dialated for a while. Physician artificially ruptured her membranes and then went to place a iupc [intrauterine pressure catheter]. The physician indicated that the iupc is very tough to advance initially, almost like the catheter is stuck in the introducer. Adequate placement required more manipulation than normal, and increased risk of uterine or placental perforation. According to the physician, this has been an issue she has been encountering with the koala iupcs fairly consistently even though there has not been a product change. She was eventually able to adequately place the catheter. The patient eventually ended up having a c-section. The iupc did not cause any harm.